Manufacturer narrative:
An event regarding osteolysis involving an unknown liner was reported. The event was not confirmed. Method & results:  -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: this record is from new zealand and represents a male patient, dob (B)(6) 1945 described as 185 cm tall and weighing 107 kg. His date of implantation is listed as (B)(6) 2006 and explantation (B)(6) 2014. The event description states: "... Right hip pain ... Osteolysis with retro acetabular bone loss ... Zone 7 bone loss around femoral component ... Cup revised ... Trident tritanium with 2 screws ... Femoral impaction grafting exeter stem ..." Multiple undated, unlabelled x-rays demonstrating right hip 1 ap pelvis with hybrid tha, reduced, no screws in acetabulum, accolade type stem 7 x-rays demonstrating right hybrid tha with exeter stem, 2 screws in acetabulum, reduced, retroacetabular osteolysis noted with no evidence of migration ; 1 ap right hip - same tha with displaced fracture of exeter stem at junction of proximal and middle thirds.; 2 ap right hip demonstrating revision cemented exeter stem with proximal medial femoral metal mesh held with 2 cerclage cables. Reduced. No clinical or pmh, no operative reports, no examination of explanted components, no dated serial imaging studies. Based upon the x-rays provided, a clear clinical picture of this case cannot be made. Neither confirmation of the event description nor preparation of a medical report is possible for this case. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event was could not be confirmed. A review of the provided medical records by a clinician indicated:multiple undated, unlabelled x-rays demonstrating right hip 1 ap pelvis with hybrid tha, reduced, no screws in acetabulum, accolade type stem 7 x-rays demonstrating right hybrid tha with exeter stem, 2 screws in acetabulum, reduced, retroacetabular osteolysis noted with no evidence of migration ; 1 ap right hip - same tha with displaced fracture of exeter stem at junction of proximal and middle thirds.; 2 ap right hip demonstrating revision cemented exeter stem with proximal medial femoral metal mesh held with 2 cerclage cables. Reduced. Further information such as clinical records or patient medical history, operative reports, device identification and return as well as dated serial imaging studies are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported increasing right hip pain. Significant osteolysis, with retro acetabular bone loss, and also significant zone seven bone loss around the femoral component and associated loss of support. Cup revised to debride the retro acetabular region. Replaced with a trident tritanium cup with two screws 68 mm g, with 32 mm g x3 0 degree poly insert. Femur addressed with femoral impaction bone grafting, exeter stem, 44-0-150 mm length. Update (B)(6) 2021: at the time of the 2014 revision, a competitor stem was in situ.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported increasing right hip pain. Significant osteolysis, with retro acetabular bone loss, and also significant zone seven bone loss around the femoral component and associated loss of support. Cup revised to debride the retro acetabular region. Replaced with a trident tritanium cup with two screws 68 mm g, with 32 mm g x3 0 degree poly insert. Femur addressed with femoral impaction bone grafting, exeter stem, 44-0-150 mm length. Update 29/april/2021: at the time of the 2014 revision, a competitor stem was in situ.